Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated at the customer's site by an approved service provider. The reported problem was verified and attributed to the multifunction cable. The multifunction cable will be replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.